Event description:
It was reported that, after a tka had been performed with a legion system on (B)(6) 2022, the patient experienced pain in the left side, due to arthrofibrosis. This adverse event was treated with manipulation under anesthesia. The patient outcome was recovered and resolved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a manipulation under anesthesia (mua) was required if the patient could not get to ¿0-120 in the next 2-3 weeks¿ along with the onset of pain and adverse event (ae#1) arthrofibrosis status post left total knee arthroplasty (tka). The crfs document the ae(#1) as moderate, non-serious, definitely related to the procedure but unrelated to the study device with an aware date of 24-mar-2022 and same start/end date of 13-apr-2022. Per documentation, patient outcome is ¿recovered/resolved¿ with mua, rest, pt, and medications. It is unknown if the patient¿s hematological disorder (hemophilia) could have been a contributing factor to the reported pain; however, reportedly the mua and pain were due to ¿arthrofibrosis status post tka¿. Arthrofibrosis is a known post-surgical occurrence, and it cannot be concluded that there is any malperformance of the implants. The patient impact beyond the reported pain and arthrofibrosis (ae#1) with subsequent mua cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that improper fixation, and/or migration of the components could cause possible adverse effects, the implant can become damaged as a result of strenuous activity or trauma. The patient should be warned of surgical risks, and made aware of possible adverse effects, this has been identified as warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to patient reaction or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.